Event description:
It was reported that the patient was seen in the clinic for poor coverage of one lead on her right leg. Electrodes 4 and 7 were > 10,000 impedence. The patient had not had good therapy on right since a fall almost a year ago. They were considering replacing both leads. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient had 2 quad leads. The patient had coverage on lead for right leg but only using the 2 electrodes in normal impedence range. The patient's coverage was not strong enough at the max amplitude of 10.5. Left coverage was adequate using the other quad lead. The patient had new worse low back pain that she wanted covered with stimulation. This was unable to be achieved with the current lead position.

Manufacturer narrative:
Concomitant medical products: lead model # 3487a-45 lot # j0357397v implanted (B)(6) 2004 explanted unknown; lead model # 3487a-45 lot # j0357397v implanted (B)(6) 2004 explanted unknown; extension model # 748940 lot # nhu187449v implanted (B)(6) 2011 explanted unknown; extension model # 748940 lot # nhu187448v implanted (B)(6) 2011 explanted unknown; neuro adaptor model # 74002 lot # n267603 implanted (B)(6) 2012 explanted unknown; neuro adaptor model # 3550-29 lot # n234588 implanted (B)(6) 2012 explanted unknown.